Event description:
It was reported that customer experienced malfunction alarm on pump with no blood glucose information available and no additional event details provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, where pump powered on, charged, and connected to computer normally, no events were found on reported date, prior malfunctions were observed in device history from earlier dates, and customer received replacement pump from distributor.